Event description:
Drug/diluent: meropenem 1200mg/120ml nacl 0.9%. Fill volume: 120 ml. Flow rate: 200 ml/hr. Procedure: not applicable. Cathplace: not applicable. Fresenius in (B)(6) reported that an eclipse pump had black particles inside. Infusion of the pump was not started. Pt received pump on (B)(6) 2012, and reported the issue to fresenius (B)(4) 2012. No adverse event reported. No injury to pt reported.

Manufacturer narrative:
Method - the sample has been received by the reporter for inspection and evaluation. Results - the device is pending evaluation and testing at this time. Conclusions - the sample will be evaluated and a follow-up report will be filed. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release.